Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation that could explain the event. A cause for this specific clinical event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available that changes this assessment, an amended medical device report will be filed.

Event description:
It was reported that the pt underwent a total knee arthroplasty procedure utilizing zimmer patient specific instruments guides on (B)(6) 2014. Guides fit well. The pt's knee lined up on the table. Post op films showed knee implants malaligned. Bilateral case. See 3003998208-2014-00004 for other side.